Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k) - k130520. The actual device was not returned for evaluation; however, an image was provided by the user facility. Therefore, the investigation was based upon the user facility information and the provided image. Review of the image revealed that the that the elbow-connector had detached from the sampling system. Both the elbow-connector and the sampling system seemed to not be broken. A review of the device history record and product-release judgement records of the involved product code/lot number combination revealed no findings. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Ensure that all connected parts including the luer caps, the lock adapters and the port caps are securely affixed. Loose connections may cause contamination or a blood leak. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the involved capiox device was used pre-treatment. The oxygenator was attached to the holder and when priming was started, priming solution leaked from the sampling line. Upon checking, they found that the tube had detached from the beginning. Sterility of the connection area became impaired because they took a little time to notice the problem. The actual sample was changed out. The operation was successfully finished without any problem. The patient was not harmed.